Manufacturer narrative:
H10. Additional manufacturer narrative: h11. Corrected data: h1.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted nine (9) years, seven (7) months is being evaluated for valve-in-valve procedure due to calcification of the leaflets (unofficially). Patient presented with worsening shortness of breath, especially with exertion. There was no allegation of premature failure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information patient with a 21mm 3300tfx aortic valve underwent re-do aortic valve replacement after implant duration of nine (9) years, eight (8) months, due to recurrent aortic stenosis and calcification. As reported, calcification of the leaflets was observed on CT. Edwards received information a patient with a 21mm 3300tfx aortic valve implanted nine (9) years, seven (7) months is being evaluated for valve-in-valve procedure. It was determined patient will undergo re-do avr. Patient underwent re-do aortic valve replacement after implant duration of nine (9) years, eight (8) months due to recurrent aortic stenosis. As reported calcification of the leaflets was observed on CT. Patient presented with worsening shortness of breath, especially with exertion. There was no allegation of premature failure. The explanted device was replaced with a 21mm 3300tfx. Patient was discharged to rehab on post-operative day six (6).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted nine (9) years, seven (7) months is being evaluated for valve-in-valve procedure due to calcification of the leaflets (unofficially). There was no allegation of premature failure.